Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a hysterectomy procedure of a large fibrotic uterus. During the procedure, towards the end of the case, the generator started to slow down and the lights were flashing. The cable on the handpiece started jerking. The machine was turned off and on but it did not rectify the problem. The procedure was completed by manually removing the remaining small piece of uterus. There were no adverse pt consequences.